Event description:
It was reported that 10 pen ndl 31ga 8mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that one pen needle broke off into the customer's stomach during the injection. Verbatim: pharmacist called to report a complaint on behalf of a consumer. Pharmacist stated that the consumer had a defective box of bd pen needles.stated one pen needle broke off into the consumer's stomach during injection and the consumer will not use the rest of the box.stated the consumer might need to have surgery to remove the needle.pharmacist stated the consumer may ask questions about reimbursement if he has surgery.no other information was provided at this time. Advised pharmacist to have consumer contact bd if possible.lot # 0106028cat # 320109date of event: unknownsamples: yes, sending replacement"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-09 h6: investigation summary customer returned (10) sealed 8mm, 31g pen needles from lot # 0106028. Customer states that one pen needle broke off into the customer's stomach during the injection. All returned pen needles were examined and no bent or broken patient or non patient end of the cannula was observed on any of the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen ndl 31ga 8mm 100 bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that one pen needle broke off into the customer's stomach during the injection. Verbatim: pharmacist called to report a complaint on behalf of a consumer. Pharmacist stated that the consumer had a defective box of bd pen needles. Stated one pen needle broke off into the consumer's stomach during injection and the consumer will not use the rest of the box.stated the consumer might need to have surgery to remove the needle. Pharmacist stated the consumer may ask questions about reimbursement if he has surgery. No other information was provided at this time. Advised pharmacist to have consumer contact bd if possible. Lot # 0106028, cat: # 320109, date of event: unknown, samples: yes, sending replacement".